Manufacturer narrative:
No product was returned for evaluation. Review of the lot history and device history record was not possible since the lot number was not available. Based on the info received, the cause for the reported infection could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported the pt received retavase, dose unk and was transferred to another hospital during an acute myocardial infarction event. A heart catheterization was performed, a drug eluting stent was placed, the sheath was left in, and the pt was transferred to the intensive care unit. Later, the sheath was removed and manual compression was used to achieve hemostasis. The pt was discharged home on plavix and aspirin, doses unk. Prior to returning for a staged intervention, the pt was placed on a medrol pack, dose unk, for a suspected contrast allergy. The staged intervention was performed twelve days after the initial heart catheterization. The same groin site was accessed and an angio-seal was used without incident. The pt was discharged the next day. Four days after the staged intervention, the pt complained of a fever of 101, and the pt was admitted and admission notes stated, "lump in right groin, no abnormal discharge, no tenderness, no obvious infection." Blood cultures drawn revealed staphylococcal aureus and IV antibiotics, type and dose unk, were administered. He was discharged after 3 days in the hospital, but returned 2 days later with a right groin hematoma and pain. A doppler ultrasound of the right common femoral artery revealed a 3.2 by 1.9 centimeter pseudoaneurysm. Surgical exploration and repair followed where a vein patch, angioplasty and endarterectomy to repair the anterior wall defect were performed. Surgical findings noted the closure device in subcutaneous tissue 1 centimeter below the skin. After dissecting through the pseudoaneurysmal sack, a large defect in the common femoral artery of 0.5 centimeter in length was identified. Estimated blood loss was 300 cc and the hemoglobin was 12. No transfusion was required. The site looked good post-op and the pt was pain free. Blood cultures taken 3 days later prior to discharge were clean. The pt continues to be followed by the infectious disease department. The pt was taking diovan, coreg, plavix, aspirin, zocar, nitroglycerine, ancef, hydrocodone, morphine, and nafcillin, all doses unk.